Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) (B)(4) and the reported right heart failure and subsequent patient outcome could not be conclusively determined through this investigation. The device reportedly operated as expected, and it was reported that the death was not considered to be device related. The device will not be returned for investigation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 03-mar-2022. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was progressive right heart failure. The patient had a degree of right heart failure pre-implant that worsened after.